Event description:
Procedure: wedge resection. According to the reporter: staples did not form properly. Another device was used top complete the procedure. Blood loss was reported as 500 cc.

Manufacturer narrative:
(B) (4). (B) (4).